Event description:
It was reported that the patient presented in clinic with multiple episodes of ams. Review of egm revealed far r-wave oversensing on the atrial channel. Reprogramming was recommended. The patient left the clinic with no apparent r-wave oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.